Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 14 may 2025. G3. Date received by the manufacturer? 14 may 2025. H3. Device evaluated by manufacturer? No. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving sensor suspend alerts (error code 36) on (B)(6) 2025. Upon escalating the issue to next level support, it was determined that the sensor performance had deviated from normal behavior due to which a sensor replacement was approved. Since this incident resulted in early sensor removal, a vigilance report is being submitted.